Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the total number of skin reactions to dermabond prineo? @5-10 in last 2 years if this event occurred in multiple procedures, please provide the following information for each patient event: no additional information available. What is the procedure name? Na. What is the procedure date? Na. What date did the reaction occur on? Na. What does the reaction look like and how large of an area does the reaction cover? Redness just around the prineo mesh. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Oral steroid what is the most current patient status? Ok. Can you identify the lot number of the product that was used? No. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Don't know. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: pcf requested via (B)(4): was the oral steroid a prescription steroid? Please specify? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?

Event description:
It was reported that a patient underwent a total knee procedure on an unknown date and topical skin adhesive was used. A skin reaction occurred as redness just around the adhesive mesh. An oral steroid was given. The patient is ok now. Additional information was requested.